Event description:
It was reported that during a procedure, at 191,636 joules, the fiber "got bent when re-inserting it into the scope" and the fiber began flashing. The fiber was exchanged. The second fiber was used for 17,138 joules, ¿no issues¿ reported. Additional information reported states that ¿the doctor enucleated part of the medial lobe. He switched over to gyrus loop to break up and pull it out. He used the loop to stop some bleeders. He did not go back to the laser after that.¿ no injury to the patient reported.

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber was broken and bent (within the outer flow tubing) at the metal cap open end; the glass cap exhibited moderate devitrification at the output window; the metal cap exhibited mild char; the outer flow tubing exhibited signs of melting/torn at the break. Probable root cause: based on the product analysis results, the probable root cause of the failure is: excessive bending/user handling.